Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. A partial lead was returned for analysis in 2 segments. The connector portion measuring 6.9 cm and the distal portion measuring 49.2 cm. External insulation abrasion was noted at 45.4-45.7 cm from the distal tip consistent with lead friction to the ICD can. The silicone coating beneath was intact at this location. All other damage found was sustained during the surgical procedure.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Supplemental report required to change to 2017865 which was earlier reported as 8030904. An updated MFR report number 3 can not be provided, as this number is system automated.

Manufacturer narrative:
Correction to add event date, which was not reported earlier.